Manufacturer narrative:
The subject device referenced in this report was not returned, therefore the device evaluation could not be completed at this time. In troubleshooting the issue with olympus technical support via the phone, the user reported the issue was resolved by changing the main lamp. Not returned to manufacturer.

Event description:
The user facility reported to olympus that prior to a procedure it was observed the evis exera iii xenon light source was flashing. There was no reported patient death, injury or infection.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, since the device was manufactured over six years ago, the lamp exceeded its expected hours, causing the lamp to flash.

Event description:
Additional information was received from the biomedical engineer at the user facility: the lamp for the unit had passed its expected hours and began to flicker. The users noticed this while setting up for the day (prior to cases) and swapped the unit with another clv-190 and called the biomed. The lamp was replaced and the usage counter was reset. The device will not be returned for evaluation. No other devices were replaced during the event. The issue was resolved before the case began and before the patient was in the room. There was no delay in the procedure. There was no patient injury associated with this event.